Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system was received for evaluation and investigated visually for external damage. The delivery system was disinfected and the lot number and ID# matched the information provided by the initial reporter. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented. The delivery system did not have any visible damage. Per the condition in which the device was received, the delivery system seemed to be functioning per specification. There was no required intervention to prevent permanent impairment/damage.

Event description:
A repeat bravo procedure was performed. There was no medical intervention. There was nothing unusual about the patient or the procedure itself that may have led to the event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The device operator has been using the device for four years.